Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) and a lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.